Manufacturer narrative:
(B)(4). Event description continued: the second ses was viewed under fluoroscopy and the stent migrated back into the proximal sfa. It moved so rapidly that it was not noticed until the physician removed the deployment system from the patient and could not see the stent in position. The physician visualized up the thigh and found that the migrated stent deployed and lodged itself without further complication in the proximal sfa that had already been dilated with a balloon catheter. The physician ended up successfully traversing the subintimal to true lumen communication with a viabhan. There was no clinically significant delay in the procedure or adverse patient sequela reported. No additional information was provided. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other supera self-expanding stent (ses) mentioned is being filed under a separate manufacturing number.

Event description:
It was reported that the procedure was a subintimal angioplasty extending into the popliteal artery requiring a flexible stent to communicate between the subintimal and true lumen. The vessel diameter was 5.8 mm. No disease was noted in the popliteal artery by computed tomographic angiography or conventional angiography. The superficial femoral artery (sfa) and subintimal canalization was pre-dilated using a non-abbott 6 x 200 mm balloon catheter. The introducer sheath was at least 35 cm away from the proximal end of the stent during deployment. The thumbslide was used appropriately and the proximal lock was rotated laterally to unlock prior to the start of deployment. The nosecone lock remained locked. The supera self-expanding stent (ses) did not detach from the deployment system and was subsequently removed from the patient in the deployed position. The physician did not release the nosecone on the ses and it was able to be removed from the patient without damage to the vessel. No portion of the stent was deployed inside the introducer and the ses was removed under fluoroscopy.

Manufacturer narrative:
(B)(4). It was reported that the device would not be returned for analysis. Subsequently the device was returned for evaluation. Evaluation summary: the device was returned and the reported failure to deploy could not be replicated as the stent had already been deployed. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that a conclusive cause for the reported difficulties could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Correction-it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.